Manufacturer narrative:
Follow up #1 submitted: 07/16/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. Testing of the keypad button function was not possible due to an unrelated issue. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the ok keypad button was unresponsive. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump not been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.